Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with the freestyle librelink app on an unspecified apple iphone model with ios version 17.1. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment by by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with the freestyle librelink app on an unspecified apple iphone model with ios version 17.1, app version 2.10.2.7677. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring unspecified treatment by by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported application complaint and it has been determined that there were no issues identified with the application during replication that would have led to the reported issue. The customer reported having an incompatible device with the application. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.